Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the sample it was observed to be ruptured. Shell abrasion was found in the edges of the tear. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Reason for device explant and/or reoperation: rupture. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation revision with 400cc mentor memorygel breast implants and experienced bilateral dissatisfaction with procedure outcome and rupture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 300cc mentor memorygel breast implants, catalog number 3503001bc, serial numbers (B)(4) on the right and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's right-sided device.